Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: right colectomy. Event description: when stretching the membrane to position the alexis, the internal ring (pink) detached from the membrane. Nothing on the patient. Additional information received from nca via email on 27may26: during a right colectomy, the retractor presented a problem: the transparent sheath had become detached from the rigid ring. Delay in the surgery. Stress for the surgeon and the teams. Additional costs for the hospital. Additional information received from applied medical representative via email on 01jun26: the ring detached from the membrane. No leak, broken device. It happened at the time of tightening the alexis. No damage on the gelseal cap. No instruments placed directly through the gel. The leak did not occur only when instrumentation was placed through the trocar. Only cngl2 instrumentation was used during the procedure. No component separate from the sleeve/trocar seal when leakage occurred. No component fall out or appear to be torn off. Additional information received from applied medical representative via email on 02jun26: the patient is doing very well. Type of intervention: device replacement patient status: patient is doing very well.